Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified left femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed a needle was not captured by a cuff. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Improper method- pt selection. The perclose proglide instructions for use state under "special pt populations, the safety and effectiveness have not been established, in the following pt populations: pts with femoral artery calcium which is fluoroscopically visible at the access site." The device was received. Investigation is not complete.